Event description:
A malfunction was reported with the display showing malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.